Manufacturer narrative:
Device evaluation summary: the returned patient therapy controller was subjected to external and internal visual examinations, as well as, functional testing. The evaluation determined that a component was not positioned properly. Based on the investigation, the reported event was confirmed. It was originally decided that this complaint will not be reported since there were no indications that this issue could cause or contribute to a death or serious injury if it was to recur. However, it was later determined that the identified root cause could potentially cause or contribute to a death or serious injury it was to recur. Therefore, the reportability decision was reassessed. (B)(4).

Event description:
It was reported that the patient therapy controller (ptc) was unable to connect to the programmer via bluetooth connection. There were no patient effects reported. The patient was given a new ptc and the subject device was returned for evaluation.

Manufacturer narrative:
The manufacture date was corrected in this supplemental report. (B)(4).